Event description:
It was reported that the pump touch screen was dark/won't turn on. The customer experienced an elevated blood glucose (bg) level of 543 mg/dl. A correction injection was administered to address the bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.